Event description:
N/a.

Manufacturer narrative:
The return device analysis confirmed the reported material separation of flush port luer and cap as the delivery catheter (dc) handle top flush port luer and red cap were observed to be separated. Furthermore, the inside of the top dc handle was examined and noticed that the uv loctite fillet was missing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the separated flush port and cap, and observed missing uv loctite fillet to be related to a product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report detached device component. It was reported that during preparation of a clip delivery system (cds), after the delivery catheter (dc) handle was filled with heparinized saline, the red cap and dc flush port became detached. Therefore, the cds was not used in the patient and the procedure was successfully completed with a new cds. There was no patient involvement and no clinically significant delay in the procedure.